Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
A consumer via a manufacturer representative reported a lead broke during explant. The consumer had her sacroneural stimulator removed in early (B)(6) and was told before leaving the hospital that a small piece of the lead was still in vivo and she should contact the manufacturer to find out if it would be alright to have an MRI. The consumer has a follow-up appointment set for the end of (B)(6) and was hoping to setup an appointment with the representative sooner. Additional information received from the representative noted that during the procedure, the wounds were reopened, the battery explanted, the left sided tined lead explanted, and the right sided lead unraveled despite careful traction and snapped at the sacral border, i.e., the lead tip left within sacrum. The wounds were closed with vicryl in layers 0.5% marcaine block dermabond.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.